Event description:
It was reported that the user experienced multiple occlusion alerts overnight on an ilet system using a contact detach infusion set, with elevated glucose of 310 mg/dl following an estimated 10 units delivered; the issue resolved only after a full change of supplies after which insulin delivery alerts ceased and glucose trended down. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found during troubleshooting, while the event was characterized as lack of effect prior to the infusion set and cartridge change, with insufficient information to isolate a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.